Event description:
Dealer states, unit is alarming right out of the box. Dealer contacted invacare to report, but will contact us again with po# and account to process the replacement. 12.10.2014 return order was submitted (B)(4) to process replacement. Bh 3471.